Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was dislodged, migrated and exhibited high pacing thresholds. The physician confirmed through x-ray that the patient had an apparent twiddler syndrome. The ra lead was extracted and was replaced without complication. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the dislodgement and twiddler allegations were confirmed based on observation of slight twist/curl in lead body. The high pacing threshold allegation was not confirmed as the lead resistance measurement was normal. Lead passed hipot test and pressure test indicating insulations were intact.

Event description:
It was reported that this right atrial (ra) lead was dislodged, migrated and exhibited high pacing thresholds. The physician confirmed through x-ray that the patient had an apparent twiddler syndrome. The ra lead was extracted and was replaced without complication. No additional adverse patient effects were reported.